Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model:sc-2408-56. Serial: (B)(6). Batch: 7087831.

Event description:
It was reported that patient experienced inadequate pain relief due to lead migration, which was confirmed through x-ray. The patient underwent a revision procedure where the left lead was pulled down to get better stimulation coverage. The patient was doing well postoperatively. The leads remain implanted.